Event description:
It was reported that an angio-seal was deployed after surgery for a brain aneurysm. Bleeding occurred 3 hours after deployment. The patient developed a carotid occlusion and a hematoma. The patient died sometime later; the cause of the death is unknown. Attempts were made to gain additional information from the hospital, but were unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.